Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that when they press the buttons of the insulin pump the screen is displayed but once they stop pressing the buttons it goes blank. The customer's blood glucose level was 220 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer also mentioned getting a failed battery test and battery out limit after inserting a battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery out limit alarm, failed battery test alarm, button keypad anomaly due to blank display. The insulin pump had minor scratched display window.